Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture and one needle. The needle was received broken with the needle tip missing. The needle tip was not returned. Upon microscopic inspection, no instrument marks were observed near the missing needle tip. The area around the tip was observed to be flat. It was reported that the two needle tips broke off. The reported issue was confirmed. The most likely cause was supplier related. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a2, b5, d9, d10, e1 (first name, last name), e3, g3, h3, h6 d10 concomitant products: cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a5b1498y) cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a5b1498y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open uterine delivery procedure, the two needle tips broke off while suturing the uterus and could not be located. The surgical time was extended by 30 minutes or more due to this issue. The needle was replaced to complete the case. Pli30 product was received without accompanying information.

Event description:
It was reported that during an open uterine delivery procedure, the two needle tip broke off while suturing the uterus and could not be located. The surgical time was extended by 30 minutes or more due to this issue. The needle was replaced to complete the case.

Manufacturer narrative:
D10 concomitant product: cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a5b1498y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.